Manufacturer narrative:
The distributor reported that the battery was approaching its expiration date and that the customer purchased a replacement battery. No additional information was provided.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". The customer did not report this occurring during patient use. No specific AED or battery information was provided.